Event description:
It was reported that during preventative maintenance of the external pulse generator (epg) there was erratic or no ventricular output. It was also reported the ventricular output is defective. The device was returned for repair. No patient involvement was reported in this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis could not confirm the reported event. No anomalies found.